Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was replaced, but continued to arc. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.